Event description:
It was reported that during a pfa procedure the faradrive steerable sheath was selected for use, it was noted that the sheath leaked during the post map of a pulmonary vein isolation (pvi). The sheath did not leak during the case only after when the mapping, did not leak during ablation or pre map. The procedure was completed successfully without patient complications. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner and outer valves. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valves. The reported event was confirmed.

Event description:
It was reported that during a pfa procedure the faradrive steerable sheath was selected for use, it was noted that the sheath leaked during the post map of a pulmonary vein isolation (pvi). The sheath did not leak during the case only after when doing the mapping, did not leak during ablation or pre map. The procedure was completed successfully without patient complications. The device was returned.